Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to user not following the IFU/dfu. When attempting to establish a connection with the external devices and eon mini ipg, an error message displayed suggesting the device was inoperable. As a result, the eon mini was replaced on (B)(6) 2019. Effective therapy was established post-operatively.